Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 sla hub separated. The following information was provided by the initial reporter: customer reported that in the last lot purchased, one of the syringes showed the following quality deviation: when removing the orange protective cap, the needle (along with the plastic part) detached itself from the body of the syringe, getting stuck in the orange cap.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0062085. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200880116] noted that did not pertain to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 sla hub separated. The following information was provided by the initial reporter: customer reported that in the last lot purchased, one of the syringes showed the following quality deviation: when removing the orange protective cap, the needle (along with the plastic part) detached itself from the body of the syringe, getting stuck in the orange cap.